Event description:
It was reported that the device malfunction occurred during a diagnostic colonoscopy. The exam was finalized with this equipment and rescheduled. There were no reports of patient harm or injury. The device was confirmed to be reprocessed before sent in for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update with information received through follow up (b5, e1, e2, e3, and g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Cf-hq1100dl/I operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clogged nozzle due to an organic, brown-colored foreign material. There were no reports of patient involvement.